Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that balloon inflation issue occurred. The target lesion was located in renal artery. A 5.0mmx15mmx150cm express vascular sd stent was advanced for treatment. However, during deployment, the balloon failed to inflate. The device was removed and completed the procedure with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent deformation.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is still on the balloon, but it is deformed. Microscopic examination revealed no additional damages. The balloon is still tightly folded and there is contrast present inside the inflation lumen. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.